Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and attributed to the ac charger. The ac charger was replaced to resolve the report. The device was recertified for clinical use. The ac charger was sent to zoll medical corporation and it was found that the resistor was blown. The ac charger was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.